Manufacturer narrative:
A visual inspection was performed on the returned device and the reported shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the reported shaft/hypotube separation appears to be related to case circumstances of the procedure. Based on the reported information and returned analysis, it is likely that manipulation and/or inadvertent mishandling of the device during removal from the dispenser coil the hypotube became kinked. Further manipulation resulted in the reported separation. The hypotube fractured faces at the separation were ovaled as if kinked prior to separation. The noted bends on the hypotube likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that upon opening the package of a 2.5x15mm trek rx balloon dilatation catheter (bdc), there was no damage noted to the dispenser hoop or chipboard box and there was no resistance removing the device from the packaging. However, the bdc shaft was noted to be separated in two pieces. Another same size trek rx bdc was used to complete the procedure. There was no device use or patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.